Manufacturer narrative:
E.4. The initial reporter also notified the FDA. Medwatch report # (B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd alaris pump module smartsite blood infusion set the tubing was discovered to have a hole and leakage occurred. The following information was provided by the initial reporter: prbc's (packed red blood cells) hung by registered nurse (rn). Rn primed blood tubing, portion of tubing not primed was clamped and clamp was adjusted, and blood started to leak from hole in tubing. Primed side of tubing was clamped to prevent further leakage. Bd alaris pump blood tubing set lot#: 22066161. New tubing obtained and primed by rn. Transfusion started per policy. Risk closure comments: appropriate action was taken. If tube leakage occurs more often, then will save tubing and investigate further.

Event description:
It was reported that during use with bd alaris pump module smartsite blood infusion set the tubing was discovered to have a hole and leakage occurred. The following information was provided by the initial reporter: prbc's (packed red blood cells) hung by registered nurse (rn). Rn primed blood tubing, portion of tubing not primed was clamped and clamp was adjusted, and blood started to leak from hole in tubing. Primed side of tubing was clamped to prevent further leakage. Bd alaris pump blood tubing set lot#: 22066161. New tubing obtained and primed by rn. Transfusion started per policy. Risk closure comments: appropriate action was taken. If tube leakage occurs more often, then will save tubing and investigate further.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 22066161 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jun2022 there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.